Event description:
It was reported that fluid was coming out of an automated pd set with cassette when the homechoice (hc) machine¿s door was opened to remove the cassette. The patient was not connected when this occurred. The care giver (cg) stated that the membrane inside the door was not wet. The technical service representative (tsr) explained the possible causes of the fluid leak to the cg. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An issue indicative of a potential malfunction of the disposable cassette was identified. As the cassette was discarded by the user and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.